Manufacturer narrative:
H3: analysis found that verified 'not working properly', unit presented with a pi docking failure due to a defective pmb pcba. H6: previous codes b17, c20 and d16 are no longer valid. Applicable code for concomitant product (nim4cpb1) - fdm b17, fdr c20, fdc d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperative, the user was unable to establish a wireless connection between console and patient interface. Site switched to another patient interface box without issue and proceeded with surgery, no other troubleshooting has been performed. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperative, the user was unable to establish a wireless connection between console and patient interface. Site switched to another patient interface box without issue and proceeded with surgery, no other troubleshooting has been performed. There was no patient impact.